Event description:
It was reported that approximately two years post placement procedure, the catheter was allegedly broken and the distal catheter segment migrated to the pulmonary artery. It was further reported that the port body and the distal catheter segment were removed percutaneously. The current patient status is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport implantable port and a groshong catheter in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter break, material separation and the identified wear and deformation issues, as three radially adjacent splits were observed at the proximal end of the proximal catheter segment. A partial circumferential break was noted approximately 0.2 cm from the distal end of the cath-lock. A complete circumferential break was noted approximately 7.7 cm from the distal end of the cath-lock that was elliptical in shape. The edges of the partial circumferential break were observed to be sharp and jagged. Both surfaces of the partial circumferential break were noted to be finely granular. One region of both the proximal and distal edges of the complete circumferential break was observed to be rounded and smooth; another region was sharp and jagged. Both the proximal and distal surfaces of the complete circumferential break were noted to be smooth in one region and finely granular in another. However, the investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event are unknown, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 10/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported that approximately 2years post placement procedure, the catheter was allegedly broken and the distal catheter segment migrated to the pulmonary artery. It was further reported that the port body and the distal catheter segment were removed percutaneously. The current patient status is unknown.